Event description:
Device 1 of 4. Reference manufacturer reports: 1627487-2010-02980, 1627487-2010-02981 and 1627487-2010-02982. The pt received his scs system, including an ipg and three surgical leads, on (B)(6) 2009. The pt reported that since implant, he has broken out in small bumps near his ipg implant site and his arms. The pt also alleged that when he comes in contact with water, he feels itchy all over his body. The pt has consulted his physician and allergist and taken a several different medications, including steroids, to no avail. The pt is continuing to work with his physician and the device remains implanted. No decision regarding a possible system explant has been made at this time.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.